Manufacturer narrative:
Customer technical support stated that a technician from site called and reported that the issue had been resolved. Per the site hematology laboratory manager via telephone conversation the technician found worn tubing at pinch valves (pv43 and pv15). The technician replaced all the tubings at pv43 and pv15 to resolve the issue. Field service was not dispatched to site for this event. Failure mode: worn tubing at pv43 and pv15. (B)(4). Customer resolved issue themselves.

Event description:
The customer reported that an undetermined amount of diluent leaked from the coulter lh 500 hematology analyzer while running startup and fluid was under the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.